Manufacturer narrative:
As of 09/15/2020, unused retained samples of the same lot reported were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. In addition, the bandage labeling states that the product is not intended to be applied on delicate or sensitive skin.

Event description:
The initial report received by aso on (B)(6) 2020 consumer informed that she applied the product to her "female area" and kept on her skin for several hours before removing. Upon removal she noticed had a reaction from the product similar to a burn. She added had blistering and puss coming out of the area. The consumer stated on telephone call on (B)(6) 2020 that will seek medical attention as the wound is not totally healed and she believes will leave scarring from the issue.